Manufacturer narrative:
Qc recovery was acceptable. There was no indication of a reagent or instrument performance issue. The alarm trace from the analyzer included an abnormal probe sucking alarm, indicating possible poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys hcg + beta test system result for one patient with the cobas 6000 e 601 module. The initial result was 29.81 miu/ml. The repeated result was 41.41 miu/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 45406001 with an expiration date of 31-may-2021.